Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we get new information, a follow up report will created. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): "over infusion/operating unit." Customer information: reported that on 09.11 in the ICU the medication was scheduled with infusion time for 2h and it was infused for a shorter time (+ or - 1h).